Event description:
In 2007, this patient was treated for an abdominal aortic aneurysm with gore excluder aaa endoprosthesis trunk-ipsilateral leg component, contralateral leg component and an aortic extender component. One day later, the doctor stated that the hypogastric was unintentionally covered by the trunk-ipsilateral leg component. No reintervention is planned. The patient is reportedly doing well.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Please note attached list of additional devices implanted in patient and not related to this event; contralateral leg component (pxc141000/04931898) and aortic extender component (pxa280300/05088510).